Event description:
The user facility reported that a pt had sustained a bowel perforation following an unspecified procedure. No further detailed info was provided to date.

Manufacturer narrative:
The user facility reported that a pt had sustained a bowel perforation following an unspecified procedure. No further detailed info was provided to date. Olympus had followed up with the user facility to gather add'l info regarding the event, however, only limited info was provided to date. The users indicated that the phenomenon may have been related to the pt's medical condition. The device referenced in this report was not returned to olympus for evaluation. If the device is received at a later date, or if further significant add'l info is obtained, the report will be updated. The cause of the user's experience could not conclusively be determined, but the pt's predisposing medical conditions could not be excluded as a contributory factor. This report is being submitted as a medical device report in an abundance of caution.